Event description:
It was reported that during a routine check up, the pulse generator exhibited a diagnostics anomaly. The patient had undergone atrial fibrillation procedure recently. A firmware download restored normal device function.

Manufacturer narrative:
.